Event description:
Pump delivered more medication than intended. On an unspecified date, the pump was programmed in the bolus only mode to deliver dilaudid 1mg/ml, no loading dose, 0.5mg bolus, a 10 minute pt lockout and a container size of 100ml. Reportedly, this container was in pt use for 4 days. The nurse reported at an unspecified time, the solution container was expected to have 45.2ml remaining; however, the volume remaining in the container was 12ml. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.